Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported during the implant of a micro-stent, there was resistance when releasing the device from the guidewire. There was also quite a bit of heme. The device was removed and no backup device was implanted. Additional information was requested.

Manufacturer narrative:
It was identified the value of was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of positioning issue and bleeding; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that postoperative stent malposition and hyphema are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).